Event description:
The patient reported that it took multiple presses of the up and down arrow buttons to activate desired pump functions. The issue reportedly started about a month prior to calling animas. The patient stated the keypad is not tearing or peeling. The patient cleans the pump but did not say what she cleans it with. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Evaluation confirmed that the pump intermittently responded to button presses and multiple button presses were required. The buttons did not spring back or click normally. Contamination was found under the button contacts. Unrelated to the complaint the battery compartment was visibly cracked and the pump case is damaged where the clip is attached to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.